Event description:
Customer in germany reported that the opmi pentero microscope activated the smoke detector and fire alarm system, prompting the presence of the fire department and police in the operating room. It was confirmed by the customer that there was no injury to a patient, user or third party due to the reported event.